Event description:
It was reported that resident was found falling out of the right side of the bed with their head caught between the siderail and the mattress. Resident was cyanotic upon discovery, sustained a laceration and bruising on their neck. Resident routinely refused padded siderails and stated they could not squeeze call and stop themselves from falling at the same time.